Event description:
Unomedical reference number (B)(6). Event occurred in italy. It was reported that on (B)(6) 2024, the patient experienced issue with infusion set was fell off during use. The infusions set was in use for 2 days. The patient replaced the infusion set and insulin was resumed successfully. No further information available